Manufacturer narrative:
(B)(4); batch #: t40k5h. Additional information was requested, and the following was obtained: did the issue compromise the sterility of the device? Yes, it did. No further information will be provided. Investigation summary: the device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have a hole in the tyvek, the hole was noted to be from the outside in. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface, and caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored, and reviewed on a routine basis for any associated trends. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that before an unknown procedure the tyvek was damaged before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.